Event description:
It was reported that the customer had frequent battery changes and had to restart the rewind a couple of times to complete. Customer also had unexplained no delivery alerts. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.